Manufacturer narrative:
The reported events of high pacing impedance and fracture were not confirmed. A partial lead was returned in one piece for analysis. Impedance testing could not be performed due to the received condition of the lead. Visual and x-ray analysis were normal with no anomalies found.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the atrial lead exhibited high pacing impedance due to a suspected fracture. The atrial lead was explanted and replaced. The patient was in stable condition throughout and after the procedure.